Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge tubing became detached from the cartridge. Customer's blood glucose was 102-103 mg/dl. A cartridge change was performed to address the issue.